Manufacturer narrative:
Correction: in the initial b5 report the event should have stated infection at the pocket site only not lead site.

Event description:
Additional information was received stating the infection has resolved.

Event description:
It was reported an infection was present at the ipg and lead site. In turn, surgical intervention took place wherein the ipg was explanted to address the issue. Patient was prescribed oral antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was prescribed oral antibiotics to address the issue. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.